Event description:
New information on 08/30/2017 notes the patient deceased on (B)(6) 2017.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.